Event description:
It was reported that the pacemaker exhibited difficulties to interrogate in an in-clinic. Technical services (ts) provided troubleshooting, however, no pacing activity was observed and heart rate remained approximately 50 beats per minute (bpm) with no response to magnet placement. Based on these findings and this pacemaker has been implanted over eight years, the device was assessed as likely having reached end of life (eol) battery status. The device is part of an advisory. The health care professional (hcp) planned further evaluation. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.